Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5014344, UDI:(B)(4).

Event description:
It was reported that the spinal cord stimulator lead explant had high impedances. The patient underwent a spinal cord stimulator lead explant procedure. The explanted devices were not returned. No further information was obtained.

Event description:
It was reported that the spinal cord stimulator lead explant had high impedances. The patient underwent a spinal cord stimulator lead explant procedure. The explanted devices were not returned. No further information was obtained.